Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: review of the black box data contains dates from (B)(6) 2015 to (B)(6) 2015. The pump histories show that the pump was not in use at time on date of reported issue of (B)(6) 2015. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump was exercised for 24 hours without issue and passed the delivery accuracy test and was found to be delivering within the required specifications. Investigation did not duplicate the complaint and the pump was determined to be operating as intended without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a history/settings (inaccurate delivery) issue; "alarm no injection". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.